Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level. The issue did not cause their blood glucose to exceed 500 mg/dl. After consulting with technical support, the customer received tips for preventing altitude alarms and managed to resume insulin with the original cartridge.